Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter there was foreign matter in the package. The following information was provided by the initial reporter. The customer stated: "this is a report about foreign matter in the package. Black soot-like foreign matter was found in the sterilized package."

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter there was foreign matter in the package. The following information was provided by the initial reporter. The customer stated: "this is a report about foreign matter in the package. Black soot-like foreign matter was found in the sterilized package."

Manufacturer narrative:
H.6. Investigation: bd received 10 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.